Event description:
As reported on the novartis nutrition quality complaint form: "this is per the reporter: at 8:00pm enteral pump was beeping and free flow flashing on monitor. Rate was set for 68cc/hr. Bag was to be completed at 2am. 408cc infused via pump over two hour period. Medications had been given via pump between 4-6pm."